Event description:
The customer alleged that insulin is taking longer to deliver; however this allegation could not be confirmed. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. A manual injection was delivered and supplies changed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.